Manufacturer narrative:
We received your event description for the above-mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the information provided, no conclusion can be drawn regarding the root cause of the clinical observation. It was reported that a pacemaker reset was not successful. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
After an implantation period of approx. 8 months, it was reported that the device could not be interrogated.

Manufacturer narrative:
The pacemaker under complaint was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the clinical observation was confirmed, the pacemaker was not interrogatable. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. During the further course of the analysis, the device was opened, and the inner assembly was inspected. The visual inspection revealed discoloration and iodine-deposits on several components of the electronic module and on the substrate. This can be considered as the root cause for the clinical observation. Iodine is a chemical component of the battery model used in this pacemaker; hence the battery was investigated in detail. Thereby an intact hermetic sealing of the battery could be confirmed. The origin of the observed iodine residues could not be determined. However, it cannot be excluded that during manufacturing or transport of these batteries a contamination could occur. In accordance to biotroniks post-market surveillance system this occurrence represents a singular event. As a result of this event, relevant staff has been retrained. We apologize for any inconvenience that this event might have caused.